Event description:
It was reported that pump displayed malfunction alarm and no notable events occurred prior to the issue. There was no adverse impact to the customer¿s blood glucose level. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully.